Event description:
The customer reported that the patient had dipped the swab into the reagent prior to inserting the swab in their nostril. Although requested, no additional patient information including treatment and outcome was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet to the customer. Technical service confirmed there was no further information available. A supplemental report will be provided if any additional is obtained